Event description:
I received a call today from the representative (B)(6) stating he received an image that showed a shim had backed out of a flarehawk cage. He sent me the image. The rep communicated that the patient was having leg pain, however, is declining revision surgery at this time. We will be updated if the status changes.

Manufacturer narrative:
It was reported that a shim had backed out of a flarehawk cage. He sent me the image. The rep communicated that the patient was having leg pain, however, is declining revision surgery at this time. Per the complaint investigation, no searches for related records could be conducted since the part number and lot number were not provided. A labeling review was completed, and instructions are provided for locking out the implant and confirming with fluoroscopy. Per (B)(4): implant insertion & deployment. Step 6: to expand the implant, advance the shim into the shell by rotating the t-handle clockwise until the audible locking click is heard. Once the audible click is heard, the surgeon should use two fingers to rotate the handle gradually until resistance to turning is felt. Confirm implant placement and trajectory via fluoroscopy during expansion. Once the shim is locked into the shell, the fixed t-handle should not be rotated further and the lock should be confirmed via fluoroscopy as shown on the next page. The inserter has 23/25mm and 29mm laser markings along the travel of the indicator. When the indicator reaches or has traveled past the designated marking of the selected implant length during deployment, the implant should become locked. This indicator does not replace fluoroscopic visualization for lock confirmation. Failure to limit the advancement of the inserter in this manner may result in damage to the instrument or implant. The surgeon should be mindful of the inserter's orientation while deploying the implant to avoid unintentionally rotating the shim relative to the shell as this may prevent the shim from locking into the shell. Devices were not returned for assessment and no post-op images were provided. The images provided show that the shim has migrated from the shell. The information provided is not sufficient to determine the root cause of the reported failure. No issues were found during the investigation and review of records that could indicate any manufacturing or design could have contributed to the reported failure. No further escalation is required at this time. We will continue to track and trend.

Event description:
I received a call today from the representative (B)(6) stating he received an image that showed a shim had backed out of a flarehawk cage. He sent me the image. The rep communicated that the patient was having leg pain, however, is declining revision surgery at this time. We will be updated if the status changes.